Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the patient presented with a distal pin-point break in the broviac. The family was in (B)(6) (for patient to receive joint injections) earlier in the day when the breakage was noted and they drove to (B)(6) for repair.